Event description:
It was reported, "revision of accolade tmzf .1 yr postoperative due to fracture."

Manufacturer narrative:
Info received via data summary report from site in support of an investigator sponsored study. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.